Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected no delivery alarm noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Battery icon shows the full bar. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her daughter's insulin pump was not working; the device kept alarming no delivery and the battery symbol was showing empty despite two new batteries being inside of the insulin pump. The patient's blood glucose at the time of incident was 597 mg/dl. Treatment and symptoms of the high blood glucose were not mentioned. Troubleshooting was initiated for the battery anomaly. The mother stated that the insulin pump did not alert weak battery. The mother mentioned that the device was showing the empty battery symbol even though the status screen displayed normal battery life. The insulin pump will be returned and replaced.